Event description:
Hi, I live in (B)(6) currently originally from (B)(6) and have just been through the worst year of my life. I am a busy 44 yr. Old stay at home mom of 3 amazing kids! I'm 5 feet, had red hair, and used to weigh 105 lbs. On (B)(6) 2022 I had mentor smooth round (300 cc both sides) saline implants placed in my body. Immediately after implantation there was a problem issue/complication. I was officially diagnosed by my surgeon at my first post op appointment 3 weeks later with baker 4 capsular contracture. The doctor said the only way to fix it was to have my implants removed and replacing the implants with the new gummy bear ones due to the fact my skin is now stretched and thinner because I did not want silicone after researching the implants. I thought saline was the safer option, but it was that choice or no replacement which way deflated and well, they hurt my body. I proceeded to exhibit the many symptoms of bii (breast implant illness) but not knowing yet much about it and after being told by my surgeon that it wasn't "a real thing "I tried to figure out what was wrong on my own by going to many many doctors even having to postpone my surgery due to so many health problems/issues. Prior to this I was healthy doing yoga every day and even enrolled in a yoga instructor certification program. I had no preexisting conditions, and my mammogram came back normal. I was told I was a good candidate. I did my research I thought, but at that time I wasn't on any social media platforms and really knew not one person including all my girlfriends have implants that had any breast issues, so I was trying to figure it all out alone. My husband was the first person who said (B)(6) it's your implants they are making you sick. Anyway, by (B)(6) I went to my primary care doctor telling him I don't feel well something is wrong, I am not feeling good. He told me it was all in my head and to go to a counselor. 6 days later I started to pee blood then I found out after pushing for a referral to a urologist as my uti (urinary tract infections) symptoms were not a uti (urinary tract infections) but rather a 13mm kidney stone which I had 2 horrible surgeries from in addition to multiple rashes. Went to the dermatologist 8 times and 3 biopsies later to try and figure out how to stop the rashes and the really horrifying hair loss literally my hair disintegrated off my head. Anyway, after I healed from the kidney stones which they found at that time 2 new adnexal masses - benign in my right ovary. My mom is an ovarian cancer survivor, so this was really scary. I decided to go to my obgyn to complain about my breasts, and the pain, and disfigurement, and hair loss after all lab tests came back normal. He sent me to do a breast ultrasound which found a 13 mm mass on my right breast. This was found a few days before my surgery so my surgeon said he wants me to take another test about the mass before he will remove the implants. So, I had a breast MRI and more ultrasound and biopsies it was a fibroadenoma- so benign. I finally was so scared; this is so scary. I proceed with taking the implants out. 14 days post op yesterday I finally had both my drains removed. Now that I'm finally researching that bii (breast implant illness) is real, I'm horrified! Now 1 yr. Later the results and doctors say I'm fine, but I don't feel healthy. The facts are this 1 short year I lost all my hair, my breasts, I have a new benign mass in my breast, and 2 benign masses in my ovaries. I lost weight and am 93 lbs. I'm not a stupid person this is wrong! My own surgeon doesn't recognize breast implant illness as a real thing and never has. Can you help me? Will you help us? Reference report: mw5118183.